Event description:
It was reported that a patient experienced peritonitis with a culture positive for a non-lactose fermenting organism coincident with peritoneal dialysis (pd) therapy.  The patient was hospitalized the next day and treated with injections of vancomycin 1gm stat, meropenem 250mg and gentamycin 40mg each bag (frequencies and treatment dates not reported). At the time of this report, the patient remained hospitalized but was reported to be recovering from the peritonitis. The cause of the peritonitis was unknown. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed.  If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4): on an unreported date, the patient was on private treatment.the patient recovered from peritonitis.should additional relevant information become available, a supplemental report will be submitted.